Event description:
No delay in pt diagnosis. Per email, cytology applications specialist (cas) was informed by a customer of possible diagnostics cells outside of the 22 fields of view (fov). Cas review the slide in an unk mix with other slides. Cas agreed there were no abnormal cells seen in the 22 fovs. Slide was found to have one group of lsil. Customer was satisfied and did not want to follow up further.